Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in belgium who received lioresal 500 mcg/ml at a dose of 52.04 mcg/day via an implantable pump. The indication for use was not provided as the medical history was reported as ¿nothing¿. It was reported that during normal use on (B)(6) 2017 the patient called the doctor because the pump rang intermittently and there was increased spasticity but no withdrawal symptoms. The patient came ¿back before yesterday¿ and the telemetry showed a motor stall. The logs show an alternation of stalled motors and restarts. Specifically, a motor stall occurred on (B)(6) 2017 at 11:19 and recovered that same day at 14:43. The pump stalled on (B)(6) 2017 at 04:37 recovered that same day at 05:52. The pump stalled again on (B)(6) 2017 at 14:36 and recovered that day at 16:00 but stalled again later that day at 19:57 and recovered still on (B)(6) 2017 at 21:05. The pump stalled on (B)(6) 2017 at 06:04 and a stopped pump period may exceed tube set occurred on (B)(6) 2017. The logs did not show a recovery from the tube set. The estimated replacement indicator (eri) was 9 months. There were no environmental, external, or patient factors that might have led or contributed to the event. Actions and interventions included oral drugs. Surgical intervention for replacement was planned but not yet scheduled. At the time of the report, the pump status was noted as implanted but out-of-service, the issue was unresolved, and the patient¿s status was reported as alive- no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was replaced on (B)(6) 2017 and would be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the status "alive, no injury" meant for this patient that except for the increase in spasticity the patient did not suffer from major withdrawal. The patient was easily stabilized with oral baclofen pending replacement of the pump.

Manufacturer narrative:
Analysis identified a feed through anomaly; there was shorting across the insulator. (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.